Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service method testing and the sample probe 2 mix test was out of specification. The cse replaced the mixer and reran the service method testing, which passed. The issue resolved by replacing the sample probe 2 mixer. The cause of the discordant, falsely low co2 results on patient samples is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 results.

Manufacturer narrative:
The initial MDR 2517506-2018-00095 was filed on 13-feb-2018. Corrected information (19-jan-2018): name of the initial reporter has been corrected.

Manufacturer narrative:
The initial MDR 2517506-2018-00095 was filed on 13-feb-2018. The first supplemental MDR 2517506-2018-00095_s1 was filed on 16-feb-2018. Additional information (23-feb-2018): a siemens headquarters support center specialist reviewed the event data and service report and concluded that the cause of the issue was due to a failing sample probe 2 mixer.